Event description:
It was reported that the sound was not working. The issue was discovered during testing and there was no patient involvement. Device evaluation revealed a degraded downstream occlusion (dso) seal and a contaminated dso sensor.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was degraded. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing found that the dso seal was contaminated. The dso seal and sensor were replaced.